Event description:
Ous MDR - it was reported that after implantation of a new device, during patient discharge an increase of the threshold was observed. On (B)(6) 2017 the lead was explanted and replaced as the values measured after the revision were non-satisfying.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection showed squashing in the form of a 360 degrees circumferential constriction of the lead body about 18 cm distal of the is-1 connector pin. The insulation of the lead body and the inner conductor helix were squashed in this area. These damages are probably the result of tight binding of the ligature thread. Cuts in the insulation were also noted in this area, which are most likely the result of the explantation process. The analysis did not show any further deviations that could be related to the clinical complaint. The measured electrical measurement values were within specifications. The fixation was without anomalies. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.